Event description:
Left tha at university hospitals in 1989. Since surgery, patient had had three dislocations requiring reduction. Left th revision done 11/18/93. Acetabular cup, femoral components removed and sent to pathology. Path report indicates chronic synovitis and focal foreign body reaction.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: unanticipated adverse reaction - long term. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.